Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID # 2134265-2017-04844. (B)(6). Clinical study. It was reported that coronary artery disease and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization and coronary angiography was performed. The target lesion was a de novo lesion, located in the mid right coronary artery (rca) with 90% stenosis and was 18mm long with a reference vessel diameter of 2.50mm. The target lesion was treated with pre-dilatation and placement of a 2.50x20mm promus element¿ plus drug-eluting stent. Following post-dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented to the emergency department with the complaints of substernal chest pain that started the day prior. The following day, coronary angiography revealed 60-80% isr of study stent placed in mid vessel. Three days post admission, the 80% isr of study stent located in mid rca was treated with pre-dilatation and placement of a 2.50 x 24.00 mm synergy drug eluting stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the event was considered resolved and the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented with episode of syncope secondary to carotid artery stenosis. On the same day, the patient was hospitalized and coronary angiography was performed. Five days later, the patient was diagnosed with three vessel coronary artery disease and coronary angiography was performed. The following day, the event of syncope was considered as resolved and the patient was discharged from the hospital. In (B)(6) 2017, the patient came for work in visit with worsening chest discomfort and coronary angiography was performed. On the same day, the 89% stenosis of first obtuse marginal branch was treated with a 2.75 x 18mm non-bsc drug-eluting stent and the event of three vessel coronary artery disease was considered as resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2017, the patient stated that over the last five days, the patient had been experiencing worsening chest discomfort, both at rest and with exertion. The patient described it as a midsternal pressure and sharp pain which radiated to the bilateral jaw which was associated with shortness of breath. It was relieved with sublingual nitroglycerin. The following day, the event was considered as resolved.